Event description:
Received information stating that the customer's pump had reset unexpectedly. There was no reported impact tot he customer' s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.